Event description:
It was reported that the catheter broke off while advancing the stent. No patient injury reported.

Manufacturer narrative:
The catheter was returned in two segments. Evaluation showed the catheter broken due to a tensile force applied during use. (B)(4).